Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and did not confirm the reported event of permanent loss of antenna.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's mother was advised to reset the device and would call back if the issue persisted. Patient's mother did not report any injury or medical intervention.